Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:there were occlusion alarms observed in the black box that were associated with high force. The pump successfully completed a rewind, load, and prime sequence with no alarms. The sensor was detecting the correct force when the force sensor calibration test was completed. The pump was exercised for 24 hours with no occlusions occurring. The pump was opened and there were no intermittent conditions found on the force sensor circuit. The initial complaint was not confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional evaluation codes: method codes ¿ (B)(4).